Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that patient presented for post implant follow up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and loss os sensing. It was further noted from fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.